Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to staphylococcus aureus. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (dose, route, duration and frequency were not reported). At the time of the report, the patient was recovered from the event. Dianeal therapy was ongoing. No additional information is available.